Manufacturer narrative:
D10: 204-34-04 - fluted stem extension 40l x 14 mm: (B)(6), 204-64-88 - tibial augment block 1/2-sz 4 11mm rllm: (B)(6), 208-04-44 - trap tray, offset beta cem., sz 4f/4t: (B)(6), 234-02-04 - optetrak asy, ps cemented femoral, sz 4: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 69 yo male patient, who had a left tka, underwent a revision procedure, approximately 16 years 4 months post the initial procedure. The patient presented to the surgeon¿s office with complaints of stiffness from swelling, pain, and dissatisfaction with their left total knee. Decreased motion was present. The patient was scheduled for a revision of left tka possible polyethylene swap vs. Femoral component revision. The patient had revision surgery and underwent a tibial poly implant swap and patella implant swap. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return. They were discarded by the hospital. Device images were provided. No further information. This is 1 of 2 reports for this event.